Manufacturer narrative:
The technician replaced the mattress foam, fire barrier and liner to repair the bed.

Event description:
Information received indicates the mattress topper foam soiled. Fluid ingress.